Event description:
It was reported during capture threshold testing, the user released the button on the merlin programmer to terminate the testing as expected. However, the device continued to decrement, resulting in loss of capture. The patient experienced asystole and had to be externally paced, they were later discharged when stable.

Manufacturer narrative:
Correction: recall number.